Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump turned off without any alarm indicated the end of the insulin pump's battery life. The customer was using the wrong brand of batteries and was advised to insert energizer aaa alkaline batteries for the best results. The customer inserted the correct batteries and the insulin pump started working as designed. The patient's blood glucose level was 250 mg/dl at the time of the call. The customer was informed that a new battery cap will be shipped to them out of courtesy. The device was not returned for analysis.